Manufacturer narrative:
The customer contacted siemens healthcare diagnostics concerning the impact of biotin on the ft3 result on a patient receiving a dosage of biotin. The cause of the discordant elevated ft3 result is unknown. Quality control was within specification. MDR 2517506-2017-00552 and 2517506-2017-00553 were filed for the same event. Siemens is investigating the incident.

Event description:
A discordant elevated free triiodothyronine (ft3) result was obtained on a patient sample on the dimension vista 1500 system. The initial result was not reported to the physician. The same patient sample was tested at an alternate facility with an alternate methodology and a lower result was obtained. There are no reports of patient intervention or adverse health consequences as a result of the discordant elevated ft3 result.

Manufacturer narrative:
Original MDR 2517506-2017-00554 was filed 07/07/2017. Supplement 1 was submitted to include the date received by manufacturer as it was omitted in error.

Manufacturer narrative:
Original MDR 2517506-2017-00554 was filed 7/7/2017. 2517506-2017-00554 supplement 1 was filed 7/12/2017. 2517506-2017-00554 supplement 2 was filed 8/22/2017. Siemens healthcare diagnostics concluded the investigation of potential interference of biotin on dimension vista ft3 results. The instructions for use for the dimension vista ft3 flex reagent cartridge has been revised to include in the limitations of procedure section the following statement: "specimens that contain biotin at a concentration of 50 ng/ml demonstrate a less than or equal to 10% change in results. Biotin concentrations greater than this may lead to falsely elevated results for patient samples. Results from patients taking biotin supplements or receiving high-dose biotin therapy should be interpreted with caution due to possible interference with this test."

Manufacturer narrative:
The original MDR was filed 7/7/2017. A supplemental supplement 1 was filed 7/13/2017. In the course of the investigation, data was collected for biotin interference on dimension vista ft3 as follows: test level: 5.5 units: pg/ml, biotin test level and % interference observed, 1200 ng/ml, 500 ng/ml, 250 ng/ml 110.8%, 100 ng/ml 18.8%. Results for samples with 1200 ng/ml and 500 ng/ml biotin are above the analytical measurement range and percentage increase could not be calculated. The siemens investigation is continuing.